Manufacturer narrative:
(B)(4).

Event description:
A possible inflammatory mass was reported. The healthcare professional did not feel that the pt had a granuloma and believed the condition was related to chronic pancreatitis. The pt experienced increased baseline pain, spasm, weakness, nausea and vomiting. Further diagnostics were being considered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.